Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. Olafsdottir, l., wright, s., smithey, a., heroux, r., hirsch, e., chen, a., . . . Snyder, g. (2017). Adenosine triphosphate quantification correlates poorly with microbial contamination of duodenoscopes. Infection control & hospital epidemiology, 38(6), 678-684. Doi:10.1017/ice.2017.58

Event description:
Olympus received notification of literature titled "adenosine triphosphate quantification correlates poorly with microbial contamination of duodenoscopes" which reported contamination following high-level disinfection of the study device(s). The purpose of the study was to quantify the correlation between adenosine triphosphate (atp) measurements and bacterial cultures from duodenoscopes for evaluation of contamination following high-level disinfection. A total of 18 duodenoscopes (same model) were included in the study. The study results identified the median colony forming units (cfu) count for the working channel (wc) sites of the duodenoscope(s) was 0 (interquartile range [iqr],0¿0) and the maximum was 4,512. The median (iqr) cfu count for the elevator mechanism (em) sites was 0 (iqr, 0¿0) and the maximum was 7,352. The frequency of growth >0 cfu on aerobic culture for the wc duodenoscope sites was 46 (11.8%), and for the em duodenoscope sites the frequency of growth >0 cfu was 36 (9.2%). In total, 8 (2.1%) duodenoscope samples were contaminated both at the wc and em sites. Sampling of endoscopic retrograde cholangiopancreatography (ercp) duodenoscopes was performed after the completion of reprocessing and prior to patient use.

Manufacturer narrative:
This report is being updated to report investigation findings. New information is reported in h6, and h10. H6: complaint not confirmed. Since the device was not returned to olympus for physical evaluation, the reported complaint could not be confirmed. No serial number was provided, therefore a review of the device history record (DHR) for this specific device could not be reviewed, however olympus does not ship any device that does not meet manufacturing specifications/inspection. Conclusion: the exact cause of the reported event could not be determined.